Event description:
It was reported that patient's left ventricular (lv) lead was capped and replaced due to low impedance values and failing insulation. The right ventricular (rv) lead was explanted and replaced due to noise on the lead causing inhibition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo and developed a cosmetic depression while in vivo. The outer insulation of the lead was also observed to have blood ingression. The lead was returned in poor condition, with the removal wire stuck in the lead and also wrap around the outer insulation which prevented electrical continuity testing. Visual continuity inspection was performed for the entire conductor length using destructive testing. No fractured was observed. The breached insulation did contribute to the electrical complaint. Concomitant products: 5076 implantable pacing lead (B)(6) 2005; 4965 implantable pacing lead (B)(6) 2006. (B)(4).